Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Three photographs of the instrument were received. No damage was noted in the photographs. Additionally, no loading unit was noted in the photographs. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, while being applied on anastomosis on an open jejunostomy, there was a poor staple formation where staples did not form complete b shape and noticed an incomplete staple line. It was also noted that staples fell into lumen and were passed. They had to over sew the staple line to complete the case. There was no patient injury.